Event description:
The customer reports that they are having issues with the screen going blank every other case. No pt injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep verified that the issue was the c-arm stopped taking shots. After checking the ffb board, he verified that it needs to be adjusted from 4.75 to 4.95 volts. The system now operates as intended.